Manufacturer narrative:
Customer returned the event unit. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed a breakage above the intact distal seal. The bag appeared to have been initially cut with a sharp object or sample, which was indicated by the sharp edge portion of the tear on the left side. The ruffling corner of the tear indicates that the bag was further torn during the retrieving of the gallbladder. The bag may have come into contact with sharp instruments which may have caused the bag to tear. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical actively monitors its vigilance system for trends and will take appropriate actions in order to continue providing our customers the highest quality products. This document represents our final report.

Event description:
Cholecystectomy - "the retrieval bag was inserted. The gallbladder was retrieved and afterwards, the incision was extended. The gallbladder was sucked out. Then the surgeon pulled (ripped) out the bag. The bag is torn then. The gallbladder stuck in the incision with the stones inside and they had to remove it piece by piece." Patient status - "good."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is currently reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.